Event description:
The console initially displayed a module failure alert prior to priming, which was temporarily resolved by re-latching. After priming, the "module not present" alert reappeared. Following troubleshooting, perfusate was observed leaking from the module pump diaphragm, and ultimately ingressed into the battery compartment, causing battery failure alerts. The device was deemed non-operational and removed from service. The defective module was returned for investigation. The liver was never perfused on the ocs system and was ultimately declined for transplant due to prolonged cold ischemic time. This event is being reported to the FDA out of an abundance of caution. The malfunction was identified prior to instrumenting the organ on the ocs system. Investigation summary: analysis of the device's session files confirmed the occurrence of the reported errors. The perfusion module was returned to transmedics for further investigation of the reported event. The module was investigated, it was properly recognized without alarm suggesting the initial connection contact during use was not optimal. The source of the leak was found to be a hole in the pump diaphragm. There were scratches observed on the outside of the pump diaphragm material which created a path that led to the hole in the diaphragm. This indicates that the hole was created by a foreign object rubbing against the diaphragm material. It is likely that this leak was induced by the presence of foreign material after the perfusion module was disconnected and then reconnected. In its current state, the pump dome does not pass the manufacturing leak tests that are performed at transmedics. Where the foreign material came from could not be determined at this point in time, but it may have been introduced when the module was removed and then re-latched.